Event description:
The customer reported via the sales rep that the impactor has jammed with tibial baseplate during insertion and could not be removed from the baseplate. The baseplate was removed from the pt and the cement was removed and another unit was inserted to complete the procedure. It is further reported that the surgery was delayed by 10 minutes and that there are no adverse consequences.

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.